Event description:
The customer reported via phone call that he had a button error alarm. Customer's blood glucose was 180 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to the corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, a minor scratched lcd window, and a stained end cap sticker.